Event description:
The facility reported to customer service an infusion pump that would not hold a change. Information was not provided regarding whether or not the device was in patient use when the event occurred. The customer reported on injury or medical intervention. No additional contact information was available. The pump was returned for service. Baxter service determined that the main batteries were depleted.